Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16369. It was reported the patient's lead had migrated. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy. Both of the patient's leads are being reported as it is unknown which lead migrated.